Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the loss of image was due to a faulty patient board set. However, the root cause of the failed patient board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A field service engineer (fse) was onsite to repair the device. Upon evaluation, the fse cleaned the device and replaced the patient board set. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image with the 180 series scope. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.